Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Event description:
Customer reported after a volume view scan and conversion to correction was done table asu was used and the table would only move in the up direction and would only stop if asu buttons were released. Customer rebooted xvi and synergetic computers and repeated scan with no further incidents for the rest of the day. Customer also noticed the table actual columns had no readouts when error took place.

Manufacturer narrative:
Clinical mistreatment due to incorrect positioning would not be possible without the user acknowledging a warning message. The manufacturer's investigation has concluded that an erroneous asu table move in height direction causes collision when accessories i.e. Apex are used. An ifsn (200 01 507 081) was released on 11/25/2013 to alert customers of a possible risk of collision when using apex system and xvi . This is the manufacturer's final report.